Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon reported that a patient had a bilateral total hip replacement done on (B)(6) 2017. The patient has a draining infection in his right hip; therefore, the surgeon decided to remove the implants and replace with an antibiotic spacer. The implants were removed with ostetomes and extractor and implanted a pre-made antibiotic spacer. The procedure was performed without incident. The surgeon plans to re-implant a new prosthesis once infection is cleared. Update 12/26/2017, originally entered in "how was issue noticed": "visual drainage, culture and lab work" (clinically confirmed).

Manufacturer narrative:
An event regarding infection involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot and the reported sterile lot. Conclusions: the event and exact cause of the event could not be determined based on the information received. Further information such as device return, pathology reports, operative reports and x-rays are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened.

Event description:
Surgeon reported that a patient had a bilateral total hip replacement done on (B)(6) 2017. The patient has a draining infection in his right hip; therefore, the surgeon decided to remove the implants and replace with an antibiotic spacer. The implants were removed with ostetomes and extractor and implanted a pre-made antibiotic spacer. The procedure was performed without incident. The surgeon plans to re-implant a new prosthesis once infection is cleared. Update 12/26/2017, originally entered in "how was issue noticed": "visual drainage, culture and lab work" (clinically confirmed).